Event description:
It was reported on (B)(6) 2011 towards the end of the procedure error message code 171 was received from the laser system. Per the customer, the procedure was completed. No patient injury was reported.